Event description:
The lay user/patient contacted lifescan in 2008 and alleged that her one touch ultra meter was reading inaccurately high. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred on four days earlier. She had reportedly obtained a result of 95 mg/dl (however, the actual result in the meter's memory was 104 mg/dl) and was comparing it to a lab result of 56 mg/dl. However, the time difference between the meter and lab results was greater than 30 minutes. As a result of the reported issue, the pt ate food and/or drank beverage. She also mentioned being shaky after the reported issue began. The pt did not receive medical attention. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The pt's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. This complaint is being reported because the pt alleged that she experienced a symptom suggestive of hypoglycemia after the reported issue began. She reportedly treated herself with food. The meter to lab comparison was performed greater than 30 minutes apart. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.